Event description:
Medtronic received information that four days following the implant of a bioprosthetic valve, the patient had the temporary pacemaker removed. Following removal, the patient had complaints of chest pain with signs of increased heart rate and hypotension. An echocardiogram revealed no evidence of an effusion. It was decided that the patient be taken emergently to the operating room for further assessment. The patient¿s blood pressure dropped to 70mm hg. Subsequently, an emergency sternotomy was performed which revealed a cardiac tamponade. It was reported that the patient had been bleeding from a pacemaker wire screw on the diaphragmatic surface of the right ventricle which had caused a puncture/tear. The bleeding was controlled with a single suture and the patient¿s hemodynamics stabilized. No further adverse patient effects were reported.

Manufacturer narrative:
No product was returned, therefore no product analysis can be performed. It was reported that this was a medtronic screw-in temporary pacing lead. Multiple attempts to obtain the model and lot numbers for this device were unsuccessful, as they were not documented by the physician. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.